Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6).

Event description:
The initial reporter received a questionable elecsys hcg+ss result from 1 patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2026: the initial result was 102 miu/ml. The first repeat result was 0.2 miu/ml. On (B)(6) 2026: the second repeat result was 0.2 miu/ml. The initial result was not reported outside the laboratory, as it did not match the patient's clinical diagnosis.